Manufacturer narrative:
To date the incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices not returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with a ruptured aneurysm. The physician elected to explant the devices. The patient is reported as doing well.

Manufacturer narrative:
Clinical evaluation: based on a lack of medical information received, there was no evidence to support the following reported events: rupture and explant. Root cause: there was not enough information available to determine the root cause of the reported event. The most likely cause of the loss of seal and compromise could not be determined due to a lack of medical images/records surrounding the event. User and in-procedure related issues could not be identified. It is not known if the off-label sizing of the components contributed to this event. It is likely that stent cage dilation of 20% [compromised stent graft integrity] seen at six months post-implant, was user related as a result of aggressive dilation, but it was also unknown if it contributed to this event. (B)(4).